Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the mid-section of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device from the lesion site. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28 x 3.0mm, eccentric, de novo target lesion was located in the non tortuous and severely calcified obtuse marginal artery. A 6f non-bsc guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 1.5x15mm emerge balloon catheter. Subsequently, a 3.00x28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. Upon removal of the device, the physician noted that some of the stent struts were frayed and in an upright position. The procedure was not completed. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28 x 3.0mm, eccentric, de novo target lesion was located in the non tortuous and severely calcified obtuse marginal artery. A 6f non-bsc guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 1.5x15mm emerge balloon catheter. Subsequently, a 3.00x28 synergy drug eluting stent was advanced but failed to cross the lesion. Upon removal of the device, the physician noted that some of the stent struts were frayed and in an upright position. The procedure was not completed. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.